Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the continous glucose meter. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 110 units of insulin during the load sequence and a cartridge change error occurred. During troubleshooting with tandem technical support, it was found that the customer was not performing the air removal step. The customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 359 mg/dl.